Event description:
It was reported during an avm embolization with onyx using the marathon, resistance was encountered and the procedure was stopped. No pt injury reported.

Manufacturer narrative:
Analysis of the device was conducted on 9/26/06 and showed that the catheter was ruptured at approx 25cm from the distal tip. No other anomalies were observed. Catheter ruptured.